Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleged his onetouch verioiq meter was missing results. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue first started on (B)(6) 2013 at 5 pm. The patient reported using self adjusting insulin to manage his diabetes. The patient reported making no changes to his usual diabetes management routine on the day of the alleged issue. The patient reported at an unknown time in proximity to the alleged issue the patient developed symptoms of ¿sweating, dizzy, confusion.¿ the patient reported on (B)(6) 2013 at 6 pm he had something to eat or drink as treatment. During the time of troubleshooting, the cca was able to determine this was the first time the meter had been used and the cca was unable to resolve the alleged issue with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue he developed symptoms suggestive of hypoglycemia and required self treatment.